Manufacturer narrative:
The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure; 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.